Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the tsb45 instrument cut, but did not staple. Another instrument was used to complete the case. Affiliate is waiting for more info regarding the pt consequence. 10/12/1999 add'l info from affiliate. The tsb45 cut but did not staple. The consequence to the pt is a lung wound in the upper right lobe. Awaiting operating room report. More info to follow.